Manufacturer narrative:
Additional information b5. Medtronic received additional information that there was no blood loss due to issue. Corrections d3. MFR name <(>&<)> d3.6 postal code: these fields were added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of an autolog wash kit and a suction anticoagulant assembly, it was reported that after installing the centrifuge cup, the light did not light up and the alarm sounded. The centrifuge cup could not operate. The customer unscrewed the centrifuge cup and found that the side parts of the cup body had fallen off. At the same time, the suction anticoagulant assembly used in conjunction with it had been contaminated. See attached photos. The device was replaced to complete the procedure. There was no adverse patient effect associated with this event.